Event description:
Reporter alleged blood glucose read 198 mg/dl at 7:30 am and then several minutes later read 201mg/dl. It was reported glucose read 101mg/dl at 9:48a.m, 213 mg/dl at 11:30 am and 114 mg/dl at 11:32am. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.